Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced recurrent peritonitis. The cause and treatment for the peritonitis were not reported. The patient was hospitalized for the event. The hospitalization was ongoing at the time of this report and the patient had not yet recovered. The action taken with extraneal and physioneal therapies with respect to the event of peritonitis was not reported. No additional information is available.